Event description:
It was reported that this pacemaker exhibited two signal artifact monitor (sam) episodes and high out of range impedance as result of a procedure. The minute ventilation (mv) feature was disabled. It was noted that there were no other atrial tachy response (atr) or non-sustained ventricular tachycardia (nsvt) episodes outside of this event. The pacemaker remains in use. No adverse patient effects were reported.